Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that device entrapment occurred. During a pulmonary vein isolation (pvi) procedure for the treatment of atrial fibrillation, a farawave ablation catheter was selected for use. During the procedure, the guidewire became stuck within the catheter. Attempts were made to advance the guidewire to resolve the issue, but the entrapment persisted. The catheter and guidewire were subsequently removed together and replaced with new devices. The procedure was completed successfully using a new farawave catheter and guidewire. No patient complications occurred, and the patient is expected to fully recover.

Manufacturer narrative:
B5: describe event or problem - updated. H6: device codes - updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that device entrapment occurred. During a pulmonary vein isolation (pvi) procedure for the treatment of atrial fibrillation, a farawave ablation catheter was selected for use. During the procedure, the guidewire became stuck within the catheter. Attempts were made to advance the guidewire to resolve the issue, but the entrapment persisted. The catheter and guidewire were subsequently removed together and replaced with new devices. The procedure was completed successfully using a new farawave catheter and guidewire. No patient complications occurred, and the patient is expected to fully recover. It was further reported that no tissue was observed on the tip of the catheter or guidewire, and the guidewire showed no signs of damage such as kinking or bending. The entrapment interfered with proper catheter deployment, making the basket configuration difficult to achieve and preventing the flower configuration entirely. The catheter was returned to the undeployed configuration.